Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The facilities maintenance found a loose wire connection at the ac power board. Maintenance reconnected the wire to repair the bed.